Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated to tech that the user is alleging the chair will not drive straight when going up a ramp.